Manufacturer narrative:
4/7/1999- supplemental report #1 sent to FDA. Corrected data entered in d-9. Device eval indicated and codes entered in h3 and h6. Device not received for eval.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument leaks pneumoperitoneum. The hosp has reported no pt injury occurred.